Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated loci high-sensitivity troponin I (tnih) result was obtained on a patient sample on the dimension exl 200 instrument. The quality control (qc) and calibrations were acceptable on the day of the event. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Dimension loci high sensitivity troponin I is a chemiluminescent immunoassay that uses recombinant e. Coli, sheep monoclonal antibodies and mouse monoclonal antibodies. Some patients can have antibodies in their system which will react to these products and produce falsely high or low results. The dimension exl tnih instructions for use (IFU) states, "patient samples may contain heterophilic antibodies or cardiac troponin-specific autoantibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values." Siemens evaluation included an assessment of reagent, instrument, and sample data. Tnih assay issues were ruled out based on customer's statement of qc which showed recovery within acceptable ranges and no issues were reported with other patient samples by the customer. Siemens concluded that the probable cause of the falsely elevated tnih results were consistent with interference in this single patient's sample. The exact interferent cannot be determined with the available data. A potential product issue was not identified. The instrument is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A falsely elevated loci high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension exl 200 instrument. The falsely elevated result was not reported to the physician. As per the laboratory policy, the customer reprocessed the same patient and reported the result to the physician, which was considered erroneous. The patient was transferred to an alternative lab facility, a new sample was drawn and processed on the non-siemens instrument. The initial result on the newly drawn sample was lower than the erroneous result. On a later date, the customer redrew a sample, processed it twice on the same non-siemens instrument and the results were lower than the erroneous results. The results obtained at the alternate lab facility (non-siemens instrument) were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.